Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the patient fell on the pump damaging the lens film and pump display. It was also reported that the patient cannot see the screen safely per hcp; however the patient states that he can see the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/9/2013 with the following findings:visual inspection of the pump showed some cosmetic defects. Investigation revealed multiple scratches on the display lens. The display screen was found to be clear and legible.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.